Event description:
Spontaneous. Patient stated both pumps (serial numbers (B)(4)) showed 'no disposable found'. Pt was able to resolve the issue by using backup cassette (lot number 4219999). Advised the pump error was likely due to a bad cassette vs. Pump malfunction. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.